Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported, she was experiencing pain and swelling at her scs ipg pocket site. Subsequently, the patient was hospitalized for approximately 2 weeks for an infection (cultures did not confirm) at the site accompanied by cellulitis at the surrounding tissues. Additionally, the patient received antibiotics and the scs system was explanted. As of (B)(6) 2015, the patient continues to receive antibiotics.